Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was evaluated and replaced. The ps3 backplane kit and vcsi pcb assembly were also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.